Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call a low blood glucose level and issues with the  sensor. Customer's blood glucose level was 53 mg/dl. Customer treated their low blood glucose with food. Troubleshooting for the sensor was performed. Customer advised there was blood at their site. Customer was advised a replacement sensor would be sent to them. Customer declined to troubleshoot their low blood glucose levels. The device was not returned.